Manufacturer narrative:
(B)(4). The serial number (B)(6) recorded on the complaint report matches the serial number on the returned sample. The reported lot number (18f22b0018) matches the lot number for the returned original packaging box and for the returned sample. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray. Returned with the sample were the supplied components including: 60cc syringe, luer cap, short and long ap tubing, 40cc inflation driveline tubing, and 0.025in guidewire; the components were inspected, and no abnormalities were noted. Upon return, the peel-away sheath was on the iabc. The one-way valve was connected and tethered to the iabc short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned iabc; no blood was noted within the helium pathway. The customer video was reviewed; liquid blood was seen in the video near the iabc balloon and sheathed insertion site but there was no obvious blood within the helium pathway. The video does not show any product defect or damage. Based on review of the video and returned sample, it was noted that no additional sheaths were returned with the sample. The sample was returned with the peel-away sheath on the iabc. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab blood in helium pathway is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. No leak was detected during the functional testing of the device. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states, "balloon got air leak when using". The catheter was replaced, 2nd catheter inserted at the same insertion site. Patient condition is "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
The report states, "balloon got air leak when using". The catheter was replaced, 2nd catheter inserted at the same insertion site. Patient condition is "fine".